Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 264 mg/dl and the sensor glucose was 59 mg/dl at the time of the incident. Customer states her insulin pump began to beep while she was asleep at night, notifying her of low blood glucose but she knew it was not low. She tested her blood glucose level and she was at 264 mg/dl. Customer also stated receiving two calibrations not accepted messages and a change sensor message. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.